Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced pelvic organ prolapse, pelvic pain and mesh erosion. A removal of foreign body, revision and removal of the mesh were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.